Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Device delivered properly all bolus programmed during testing. All bolus delivered were properly recorded at the insulin pump history files. Device was monitored and no unexpected bolus delivery anomaly was noted. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 46 to 32 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer used glucose tablets and was given food to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The pump history was showing un-programmed boluses. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Frn-mmt-332-reservoir.